Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the pump does not work at set speed, works much slower, while pump does say that set amount is given.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2/27/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the pump does not work at the set speed, it works much slower; however, the display shows that the set amount was given.